Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor was reading 140 mg/dl and when they checked their blood glucose readings they were 50 mg/dl. Customer also mentioned receiving a calibration error. Customer's blood glucose reading at the time of the call was 80 mg/dl. No further information reported.